Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent endovascular treatment for a thoracic aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system, with the gore® dryseal flex introducer sheath as an accessory. After creation of a right axillary ¿ left axillary artery bypass, a 24 fr sheath was inserted via the left femoral artery. Although resistance was encountered during insertion, the sheath was successfully advanced. Access vessel angiography performed after ctag deployment revealed a dissection of the left common iliac artery; therefore, two bare-metal stents were additionally implanted from the common iliac to the left external iliac. Subsequently, decreased blood flow in the left internal iliac artery was observed. The patient tolerated the procedure.